Event description:
Reported due to stent dislodging from the delivery system. A report was received of a perforation. The physician was placing a "regular stent" in the left anterior descending artery when a perforation of the vessel occurred. A jostent graftmaster was used in attempt to seal the perforation; however the stent came off the delivery system "undeployed." The vessel was reportedly calcified and tortuous. An attempt was made to "snare" the graftmaster out of the vessel but was unsuccessful. The stent was left in the proximal left anterior descending artery. The pt remained in stable condition and was transferred to surgery. A coronary artery bypass and graft procedure was performed that same day. The pt was discharged to a rehabilitation facility on 12/2004 in stable condition.